Manufacturer narrative:
(B)(4). (B)(6). If additional information becomes available a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Correction: the device was manufactured november 7, 2013 - november 8, 2013. Evaluation summary: one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water; during and after fill, no evidence of rupture was observed on the bladder. The reported problem was not verified. A batch review was conducted and it was found that during manufacturing, there was a nonconformance documented for bladder rupture that resulted in a 100% rework for ruptures. Post-rework final acceptance testing passed all acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate bladder ruptured. This occurred before use. There was no patient involvement. No additional information is available.